Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly display is showing rainbow colors. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.